Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that clipping error occurred during use with a bd safe-clip¿. The following information was provided by the initial reporter, "consumer reported that her safe-clip needle clipper is jammed and will not allow her to clip the needles."

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval?: yes. Returned to manufacturer on: 5/13/2020 investigation: customer returned (1) bd safe clip from lot # 7322556. Customer states that the safe clip is jammed and not allowing consumer to clip needles. The returned safe clip was examined and exhibited the cutting hole blocked with needles. Cannula were not able to be cut using the returned safe-clip. The likely scenario is that the safe clip is full, has been used over time, and there is no room to store additional cannula. This usually results after normal use of the product and is therefore not confirmed as a defect. At this point the user should dispose the safe clip correctly as he or she would for any full sharps collector/container. DHR was reviewed and revealed no deviation during manufacturing. All acceptance records demonstrate the device was manufactured in accordance with the device master record.

Event description:
It was reported that clipping error occurred during use with a bd safe-clip¿. The following information was provided by the initial reporter, "consumer reported that her safe-clip needle clipper is jammed and will not allow her to clip the needles."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 7 may 2020 therefore the complaint could not be confirmed and the root cause is undetermined. According with the DHR review information attached the problem ¿no clipping¿ has no nhb assembly process relation, all samples of safe clip disposable cutter (USA) passed functional test (sample plan c=0 and aql=1).

Event description:
It was reported that clipping error occurred during use with a bd safe-clip¿. The following information was provided by the initial reporter, "consumer reported that her safe-clip needle clipper is jammed and will not allow her to clip the needles."